Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav. Initially, it was indicated that even if heparinized saline solution was used, the catheter was clogged and so they changed the catheter to perform the case. There was no adverse event reported on the patient. With the initial information available, this event was assessed as non MDR reportable. However, on 07-jan-2026, additional information was received which indicated that the suspected device is the catheter. It also indicated that the physician used the catheter for first map. There was no problem. Then, they completed the ablation process. The physician wanted to create remap to check but before using it, he realized there were no drops falling from catheter tip. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. Therefore, the event was re-assessed as MDR reportable with an awareness date of 07-jan-2026.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31699985l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).